Event description:
It was reported that when final tightening the blockers, two blockers split. They did not split completely in half, but on one side of the blocker to create a wedge like effect.

Manufacturer narrative:
Material analysis for a similar complaint device found no material or manufacturing defects were found. There is deformities on the threads on the complaint device, however these could have been caused during implant extraction. Additionally, the blockers were cut out of the screw, causing more damage to the complaint device. The returned devices were too damaged from being cut out of the screw. The root cause on this event is inconclusive.

Event description:
It was reported that when final tightening the blockers, two blockers split. They did not split completely in half, but on one side of the blocker to create a wedge like effect.